Event description:
Caller reported a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with complete pump reset information by technical support and successfully walked through the reset process. After the pump reset, the cgm error code did not appear again, and the caller successfully started their sensor session.